Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The ccc specialist analyzed the instrument data and recommended to the customer to perform the following integrated multisensor technology (imt) maintenance: bleach vent and sample ports 3x, flush with hot water 3x, prime imt fluids times 3x, clean imt probe tip (dirty), prime imt and aliquot probes 20x, align the imt module, replace the imt sensor. Maintenance was performed and the imt calibration and quality controls (qcs) were run and passed. The issue was resolved by bleaching and flushing the imt module, and replacing the sensor. Qc and samples tests were run with acceptable results. The customer ran patient comparisons on the two instruments and the results matched between the instruments. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) results were obtained on patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate dimension vista instrument resulting lower. The repeat results from the alternate instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na results.